Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure on the fourth firing on the small bowel with a white load, the staples were j-shaped on the left side at the middle and distal portion of the staple line. The device was reloaded for the fifth firing with a white load and the staple line was complete. The device was reloaded for the sixth firing with a white load the staples were j-shaped on the left side at the middle and distal portion of the staple line. The sixth firing was across a staple line. Sutures were used to over sew the staple line. There was no pt consequence.

Event description:
It was reported that during the procedure in the proximal right coronary artery a 3.0x28 rx promus stent was implanted. A grade f dissection occurred distal to the target lesion. The dissection was treated with the placement of two additional rx promus stents, a 3.0 x 12 mm and a 3.0 x 28 mm. Following post-dilatation, there was 0% residual stenosis. The event was considered resolved without residual effects. The patient was discharged on (B)(6) 2009 with aspirin and clopidogrel prescribed. Per physician, the relationship of the adverse event to the index procedure is highly probable. No additional information has been provided.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.